Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed failed self-test. Customer blood glucose reading was 9.2 mmol/l. Troubleshooting was not performed. Customer received failed self-test while doing testing. Customer also reported low battery but will buy new battery and call if assistance is needed. Insulin pump will not be returning for analysis.